Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 55mm abdominal aortic aneurysm.   It was reported approximately 6 years post the index procedure, follow up angiogram identified a type iii fabric endoleak. The limb that contained the hole in the graft was relined with an endurant limb 16x20x93 ((B)(4)) on the same date and the endoleak is reported to have resolved.   Per the physician, the cause of the event cannot be determined   no additional sequelae was reported and the patient is fine.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1616c124e, serial/lot #: (B)(4), ubd: 03-nov-2018, UDI#: (B)(4); product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 03-nov-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed ; however, the cause and source of the endoleak could not be determined from the short video angiogram provided. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy. Post-implant CT's were not available for a more thorough assessment of the stent graft in vivo configuration. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point was observed in the films provided; thereby, making determination of the endoleak difficult. It is possible that the endoleak may have been a type iiib fabric endoleak caused by fabric abrasion and/or crease fatigue. Fabric wear due to external abrasion from adjacent stent(s) abrading the fabric are a potential root cause(s). The reported inaccurate delivery could not be confirmed due to the low resolution of the image provided. Moreover, the contralateral gate was visible su perimposed over the ipsilateral limb of the bifurcate stent graft, making it difficult to determine the position of the radiopaque markers and amount of overlap between stents. The type ia endoleak could not be assessed. The video provided was post intervention to treat the reported type ia endoleak and although the proximal margin and suprarenal stents were not seen on the short video provided, there was no obvious endoleak originating proximal to flow divider. Additional information received : it was reported the surgeon believed that one of the limbs ((B)(6) implanted during the index procedure was most likely initially placed distal to the minimal overlap marker but is not ruling out the possibility that the limb migrated. Updated: h2; h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: further review of angio images show the the lower gate mark on the limb is at the level of the gate (distal to the minimal overlap marker) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information received: it could not clearly be identified where the endoleak was originating from. It was reported this patient previously had an aneurx stent graft implanted. An endurant cuff also was implanted in this patient eight months ago to stop an endoleak. It was confirmed there are no complaints against the aneurx graft this patient has nor the endurant aortic cuff that was implanted. The type iii endoleak is contained in either esbf2814c103e, etlw1616c124e or etlw1613c124e . The endurant cuff was implanted to treat a type ia endoleak that was noted on angiogram on the same date. The physician believes there had not been adequate proximal seal and thus the cuff was placed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.